Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex coronary artery. Reportedly, a 3.5x33mm xience alpine stent delivery system (sds) failed to advance due to significant resistance with the anatomy. Another xience alpine sds of the same length was used to complete the procedure. Arteriotomy closure of the right common femoral vein was attempted using a proglide device with a 6f sheath after the percutaneous coronary interventional procedure. Reportedly, no suture was present when the plunger of the proglide device was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.